Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned and no other evidence was shared for evaluation. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. Related to post market surveillance activities, a potential non-conformity report (nc) was initiated to address similar events related to the variaax2 t8 and t10 locking feature. The investigation of the nc revealed that the application of over torque during insertion was the root cause of the event. This leads to the damage of the smart lock technology below the head. As a reminder, the operative technique clearly states that the proper use of the screw should prevent this malfunction from happening: with the use of variable speed power systems, the surgeon should initially reduce the power to the lowest setting. The power level may then be increased until appropriate cutting performance is achieved. Final tightening of the screw should be performed by hand to avoid damaging the screw-plate interface. Although no product related issue could be detected, corrective action was initiated. As a result, the design of the variax 2 locking screws shall be changed to increase the torque to failure of the locking interface. The design change is under progress. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "attempted to put a locking screw in the most distal hole of the 3 holes of the inner plate of the variax elbow, but it did not lock. Tried a different size but did not lock."

Event description:
As reported: "attempted to put a locking screw in the most distal hole of the 3 holes of the inner plate of the variax elbow, but it did not lock. Tried a different size but did not lock."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.